Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her son experienced high blood glucose level of 441 mg/dl. Customer also provided blood glucose level was 180 and 77 mg/dl. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated for the high blood glucose with syringes. Customer stated that they did not used auto mode feature at the time of event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer also reported that they received insulin flow block alarm. Troubleshooting was done for insulin flow block alarm. Customer reported that the issue was resolved by adjusting the connection. Customer also reported that they noticed the air bubble in tubing. Customer stated that the size of air bubbles was easer size air bubbles. Customer was able to removed air bubbles successfully. Based on customer report customer does not allege insulin pump was under delivering. Customer mentioned that they performed high pressure test and the test was passed. The insulin pump was not returned for analysis.